Manufacturer narrative:
Device is a combination product. Synergy ii us mr 3.00 x 28 mm stent delivery system was returned for analysis. Visual examination of the stent found damage on the fifth distal strut row, where the strut is lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29-mar-2019. It was reported that crossing difficulties were encountered. A 3.00 x 28 synergy ii us mr stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.